Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. H4: unknown.

Event description:
It was reported that the three (x3) robotic assisted saw interface device two right and two left devices came loose before and during robotic assisted knee arthroplasty cases but did not disrupt the case. No event dates were provided but was noted to have occurred in 2024. It was reported that there were no delays in the surgical procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: visual analysis of the returned sample revealed that right-sasi exhibits an overall worn appearance consistent with multiple uses in a clinical setting. No visual defects that could have contributed to the reported event were observed. Functional evaluation was conducted using saw wing fixture (ref. 501426014_nomwings). The assessment found the right-sasi saw clamp lever was free to articulate without the saw wing fixture engaged.; only a moderate stiffness was noted. While conducting functional tests with the production equivalent fixture attached, the assessment found no undesired movement or play between the saw and sasi or within the sasi itself. The assembly was secure and rigid once the clamp was engaged. However, after multiple rotations without the saw wing fixture engaged, the saw clamp lever seized. It is suspected that galling occurred internally between the lever pins and the lever component, causing the metal components to fuse together. The overall complaint was not confirmed as the observed condition of the velys saw interface right would not contribute to the complained "loose" condition. However, the saw clamp lever seized after multiple rotations without the saw wing fixture engaged due to maintenance.